Event description:
Additional information reported that the complaints did not occur while in use on a patient or contributed to a patient incident.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional inspections were performed. The device was found intact, no damage found. There were no alarms noted in the event history log (ehl). During inspection it was found that the device failed the syringe sensor test which was the cause of the device not recognizing the syringe when loaded. The cause of the error code was due to a faulty syringe sensor. The technician will replace the rear housing. The root cause of the reported issue cannot be determined.

Event description:
Information was received indicating that a cadd ms3, mdl 7400 pump was not detecting the loaded syringe, would not dispense.